Event description:
Customer reports the pt had no femoral pulse and the sp02 read 100% throughout episode. The pt had a rhythm known as emd (electro-mechanical dissociation) in which there is no heart rate. The pt expired.